Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer whose indication for use is parkinson's dual and movement disorders reported shakes had returned the morning on (B)(6) 2016 like never before. The device had not been checked with the patient programmer. Programmer was used to check implant and device was on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.